Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: primary rn, xxxx, responded to alarming pump in her patient's room. Pump was alarming " channel error' for channel a code: 240.4150. Propofol was running in that pump and propofol was noted to be dripping from bottom of the channel onto the floor. A new pump was brought into the room and new lines were primed and started. Upon investigation, the leaking appeared to be coming from bd alaris pump infusion set lot # (10)23015109.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage coming from the pumping segment could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 23015109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: primary rn, xxxx, responded to alarming pump in her patient's room. Pump was alarming " channel error' for channel a code: 240.4150. Propofol was running in that pump and propofol was noted to be dripping from bottom of the channel onto the floor. A new pump was brought into the room and new lines were primed and started. Upon investigation, the leaking appeared to be coming from bd alaris pump infusion set lot # (10)23015109